Event description:
No additional information provided.

Manufacturer narrative:
A complaint history record(chr) review could not be performed as no batch/lot number was made available for this reported event. A device history review was unable to be performed since no lot/batch number was provided. A retain sample analysis review could not be performed as no batch/lot number was made available for this reported event a review of the applicable d-eura srd-rm0012 rev 18 indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm. Leaked at adaptor tubing junction. The following information was provided by the initial reporter: on (B)(6) 2023, during the delivery of a baby hospitalized in the department of obstetrics and gynecology of our hospital, the mother was given an infusion with an accelerated rate, and it was found that there was a leakage of fluid at the connector of the tube of the indwelling needle, and the infusion was stopped immediately, and the needle was replaced again to operate the infusion treatment.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.